Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not longer delivering basal insulin for the past 3 weeks. They have done the fill cannula process but the insulin did not exit. The customer had high blood glucose for a week until their doctor decided to put them back on their old insulin pump from another company. The customer¿s blood glucose stabilized with the old insulin pump. After a week, the customer resumed use of the insulin pump and their blood glucose shot up again. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not performed. It was reported that the customer's blood glucose went over 600 mg/dl. As per customer request, the device will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump primed properly and a water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing when the pump primed, during fill cannula, and during the bolus deliveries. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored for three days. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with scratched case and pillowing keypad overlay.